Event description:
Medtronic received information that during a minimally invasive mitral valve repair procedure, the tip of the cannula tip fell off in the patient upon removal, and remained in the patient. The cannula was then discarded after surgery. It was reported the tip was found on x-ray taken due to pneumothorax subsequent to surgery. Further information was received that the patient was doing fine, but would require a minor procedure to remove the cannula tip. Furthermore, the physician reported that they did have trouble removing the cannula from the body, and met resistance. The wire spring had unwound as the cannula was pulled from the patient's body. The physician said that the plastic piece at the end of the cannula that the wire was originally wound around came out with the cannula body, and therefore, it was suspected that the piece left in the patient was the ball bearing weight. The causal relationship of the product remaining in the patient and the pneumothorax was unknown.

Manufacturer narrative:
(B)(4). (Method, results) - device history was not performed as no product was returned and no lot number was provided. Conclusion - cause of event cannot be determined. Analysis: no product was returned for analysis. The cannula was discarded after the procedure. In addition, no lot number of the product was provided; therefore, no device history review could be performed. Conclusion: based on the limited information, the cause for this event cannot be determined at this time. Should additional information be performed, a supplemental report will be filed.